Event description:
It was reported the programmer was not working properly. The telemetry worked properly sometimes. The patient could change the parameters of his stimulation. Other times, no telemetry was possible. The device function was unpredictable. The patient had no control of his therapy. The programmer was replaced. No patient injury was reported.

Manufacturer narrative:
The programmer was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.